Event description:
It was reported that the field representative called in for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative wanted to know what type of rhythm the patient was in. Technical services (ts) reviewed, and they could not tell as the complex was wide. The rhythm occurred preceding a normal sinus rhythm (nsr) and atrial fibrillation (af). Ts couldn't tell if this was ventricular tachycardia (vt) versus aberrancy. Subsequently, the physician decided to explant the s-ICD system and implant with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative called in for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative wanted to know what type of rhythm the patient was in. Technical services (ts) reviewed, and they could not tell as the complex was wide. The rhythm occurred preceding a normal sinus rhythm (nsr) and atrial fibrillation (af). Ts couldn't tell if this was ventricular tachycardia (vt) versus aberrancy. Subsequently, the physician decided to explant the s-ICD system and implant with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.